Event description:
Report received from (B)(6) stating that the device was producing excessive noise. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd and evaluated by depuy synthes power tools. The complaint was confirmed. Pre-repair diagnostic assessment confirmed the reported issue of excessive noise. The unit was repaired and returned to customer. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).